Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract. The pod was not worn.

Manufacturer narrative:
The pod was received with the formed needle not deployed. Investigation of the download data found that the pod was deactivated by the user at the end of the first priming sequence. Manual deployment of the needle resulted in the formed needle fully retracting. No damages or manufacturing deficiencies were observed that would prevent the formed needle from retracting. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would prevent the formed needle from deploying.catalog no changed from zxy425 to zxp425. Model no changed from 14810 to 19191.